Manufacturer narrative:
All available information was investigated, and the reported clip opening could not be confirmed during return device analysis as no issues were noted during testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated, and a conclusive cause for clip opening could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received, but investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and the leaflets were successfully grasped. While attempting to establish final arm angle (efaa), it was noted the lock lever failed and the clip opened to roughly 50 degrees. Troubleshooting was performed, but the issue occurred three separate times. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.